Event description:
It was reported an issue with monoplus c suture. The client (veterinarian) reported that the suture from cassette has become weak and keeps snapping. No more information has been provided.

Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Under PMA/510(k) number: k031216.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch or units in our stock. We manufactured and distributed in the market (B)(4) of this code batch. We have received an open and used cassette. Thread in the cassette received breaks easily due to cassette is already opened and thread is degraded. Thread degrades by hydrolysis because of air humidity, therefore it should be used within 4 months once opened. Date of cassette's opening must be written as it is indicated on instructions for use. Opening's date is not written in the cassette received but customer states that the cassette was opened in february 2022. The sample has been received in august 2022 (6 months after the opening of the cassette). For you information, as indicated in the cassette label: "once opened, the content of the cassette should be used within 4 months and prior to expiration date". Furthermore, cap is missing (as indicated on instructions for use: knot the remaining thread and replace the cap after each use). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: in spite of receiving a defective sample, it was not used according to the instructions in the cassette. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.